Event description:
A hospital in a foreign country reports that during a holep procedure in which a lumenis versacut+ tissue morcellator was deployed, the "handpiece suction and reciprocation speed [was] reported by [the] surgeon as inconsistent and unpredictable". The hospital reported a, "mucosal bladder wall injury occurred as suction strength [was] erratic and drew bladder into blade". Furthermore, the hospital reported the, "bladder mucosal injury [was] treated with diathermy, [resulting in] longer anesthetic and more difficult surgery".

Manufacturer narrative:
Lumenis local clinical personnel investigated the reported event, contacting the user facility directly to request further information concerning the event report. Despite reasonable attempts no information aside from the initial report was received. The subject device was returned to lumenis local offices, in the foreign country, for functional evaluation. A local lumenis engineer completed performance testing of the subject versacut+ tissue morcellator system, finding the product performed to manufacturer specifications during testing. The subject device hand pieces were returned to the manufacturing site for testing of internal specifications. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the handpiece piston and seal were found to be out-of-specification resulting in water leak secondary to seal-wear. The water leak resulted in functional inconsistencies of the cutting blades. The out-of-specification piston and seal were determined to be the root-cause of the customer's complaint. The hospital was provided a replacement unit as a corrective measure. This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026.